Event description:
The customer contacted stryker to report that their device shut down unexpectedly. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was unable to confirm the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Further investigation confirmed the reported issue was caused by the use a of 3rd party inverter and not a device malfunction.

Event description:
The customer contacted stryker to report that their device shut down unexpectedly. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.